Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread broke easily after one stitching. No patient harm was reported.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this batch of which (B)(4) units were manufactured and distributed in the market. There are no units in our stock in b. Braun surgical warehouse. Without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Regarding needle thread ratio, please note that the needle is a "strong" one and the needle-thread ratio in this case is not the optimal but the needle strength is higher. It could be possible to try the product without strong needle ((B)(4)) and see if it works for the indication. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.